Event description:
It was reported that this right atrial (ra) lead exhibited undersensing on the presenting rhythm. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing on the presenting rhythm. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Revision to h6 impact code. This supplemental report has been created to information correction.